Manufacturer narrative:
Date sent to the FDA: 08/30/2007. Two pieces of the actual returned device was visually examined. The returned explanted mesh segment was consistent in appearance with prolene soft mesh. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device eroded through the vaginal wall four years following prolapse repair. The device was excised. No further information was provided.